Manufacturer narrative:
H3, h6) the product ID: bi71000529, lot number: 06917 0021 rev. 1, returned to the manufacturer for analysis. In summary, the reported complaint was confirmed. Visual inspection showed wear on the pendant. The foil was lifted on the front and when installed into a test imaging system, multiple buttons were unresponsive. Previously reported codes, b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: bi71000529, lot number#: unknown. H6: the system was serviced in the field and the pendant buttons intermittently didn't work. The buttons were worn. The pendant was replaced. B01, c07 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding an imaging system being used outside of a procedure. It was reported, that the site was getting delayed responses when using the pendant. No other information available at time of call. There was no patient involvement.

Manufacturer narrative:
H3,h6: the pendant was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Installed the pendant on test imaging system. The l.c.d screen on the pendant light up but had no image on it. Blank pendant l.c.d screen. Faulty pendant. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(6) rev. D, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.